Event description:
While in the hospital for spinal fusion surgery, the consumer was rolling the walker and maneuvering around, when he allegedly fell directly backwards while seated in the chair, slammed head on floor. No serious injury alleged.